Event description:
[Redacted date]: tank found on floor with a psi reading of 2728. Problem with tanks regulator showing incorrect psi reading. Tank was flagged and sent back to (B)(4). [Redacted date] tank found on floor with a psi reading of 2544. Problem with tanks regulator showing incorrect psi reading. Tank was flagged and sent back to (B)(4). This is related to a safety notice issued by western, but their gauges remain faulty in our field over a year later and are told they will not get to repair the entirety our fleet for over a year. Manufacturer response for digital oxygen device, oxytote (per site reporter).